Manufacturer narrative:
Removal of information in section f related to user facility - the initial report inadvertently included the user facility report number. This MDR should have been submitted only with the MFR. Number (and not as user facility). The user facility submitted a report for this event: (B)(4).

Manufacturer narrative:
The reported event date was an unspecified day in (B)(6) 2020. (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused due to an upstream occlusion however, did not get an upstream occlusion alarm when administering fluids and said that medication was delivered but the 500ml bag was full. It was added that they also had issues with air alarms. The event happened at the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.